Event description:
Our dr experienced strike thru with her surgical gown made by cardinal. She broke scrub, re-scrubbed and re-gowned with another type of gown. Manufacturer response for surgical gown, smartgown (per site reporter: a response letter was received from manufacturer on 5/19/2016. I will send via e-mail for attachment to report.